Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with vaginal colpopexy using uterosacral ligament suspension, anterior and posterior repair with enterocele repair, and rectocele repair reinforced with perigee/intexen. It was reported that following insertion the patient experienced infection and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4).